Event description:
Patient had been sent home with fluorouracil infusion to run over 5 days utilizing cadd pump. There was a spinning spiros closed system device at the end of the IV tubing. This locking spiros is designed to remain permanently attached to any male luer device once it is activated and spinning. We utilize the spiros to eliminate the risk of the tubing disconnecting. On day 3 of the home infusion, the spiros disconnected from the IV tubing, causing the chemotherapy to leak onto the patient. Upon testing additional spinning spiros and cadd tubing to see if we could recreate the scenario, we determined that an occasional spinning spiros could be removed after activation by pulling straight out (ie not turning the spiros). We could not tell by simply looking at the spiros which ones would be more easily pulled off of the tubing. The variations were not based upon different lot numbers.